Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-59415.

Event description:
Customer reported via phone, customer had changed her infusion set and the battery and currently blood glucose was 500 mg/dl. Customer had woken up with 80 mg. Customer symptoms were stomach ache and blurred vision. Troubleshooting was performed for high blood glucose no anomalies were noted. High pressure test was not performed due to customer didn't have tubing clamp. Customer called back and stated issue might be with the reservoir as she treated with manual injections and blood glucose lowered. Customer stated the piston on the insulin pump was not moving, current blood glucose was 190 mg/dl. The device passed the displacement test.